Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the amputation of the cervix was being performed when the active blade broke off and fell into the pt. The broken blade was not retrieved from the pt. Surgeon stated an x-ray was performed, but nothing was found. Unk how the case was completed. The pt is in stable condition at this time, but it is unk if there was any adverse pt consequence.